Event description:
A malfunction was reported on the pump. There was no adverse impact to the customer's blood glucose level. Customer was assisted by technical support in resetting the pump using provided instructions, and after the reset, the malfunction did not recur. Customer was advised to continue using the pump and to contact technical support if the issue reappears.